Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
Device received not deployed with the slide insert not viewable through the viewing window. Data downloaded from the device indicates that a drive stall occurred during the priming sequence that prevented the device from running enough pulses to deploy. An attempt was made to reset the device and pair it with a pdm, which was unsuccessful. The sma wires were stimulated using a power supply, allowing the ratchet gear to advance and the device to deploy. Afterward, the needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. The drive mechanism was inspected and nothing was found that would result in a drive stall, the root cause of the reported event could not be conclusively determined.